Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2012 and meshes were implanted. Dates not clarified. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent reverse perineoplasty and release of vaginal scar tissue band concurrently with the implant. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure on (B)(6) 2012 in order to treat stress urinary incontinence, pelvic organ prolapse and perineal scar tissue and mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia, vagina shortened, foul odor and vaginal scarring. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.